Manufacturer narrative:
Continuation of concomitant: ddmb1d1 ICD, implant date (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was high due to a fracture. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.